Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 serial number not provided. Block d4 primary UDI number unknown as no serial number provided. Block h4 date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison 3030 ohmeda dr USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. The patient was switched to an ambu bag. There was no patient injury.